Event description:
Boston scientific crm received information that a yellow alert had been issued for low amplitude measurements. Artifacts on electrograms that were similar to either filtered electromagnetic interference or possibly oversensed atrial flutter depending on lead position. A pause in pacing of greater than two seconds was noted as a result.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.